Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was broken. The minicap was replaced. There was no patient injury or medical intervention related to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection a was performed and identified crack in the rim of the minicap. Functional testing of the device included leak testing and identified a leak through the crack in the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.